Manufacturer narrative:
Investigation conclusion: to be determined. Root cause: to be determined. Source: phone.

Event description:
Customer reporting a false positive sars results for their son. Customer states their son was negative for sars by other brand rapid antigen and pcr but was positive for strep a.

Manufacturer narrative:
Updates made: a1: update to patient identifier; b4; date of report ; updated to today's date; g6 ; follow-up 1; h6; update to type of investigation ; investigation findings & investigation conclusion.

Manufacturer narrative:
Updates made: b4; date of report ; updated to today's date. G6 ; follow-up 1. H6: update to type of investigation: investigation findings & investigation conclusion. Update to manufacturer's narrative: investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information.